Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime or compromised forced sensor system test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Device was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set and the units left on status screen matched the units left on reservoir. Device was programmed with multiple boluses and monitored. The boluses were delivered the same amounts that had been programmed and recorded properly in bolus history screen. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Insulin pump was received with bolus express or act button intermittent response due to flattened bolus express or act button dome switch. Keypad connector was fully locked. Unit was received with minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window and stained address/serial number label.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 679 mg/dl and insulin pump button was sticking customer was in intensive care unit. The customer was hospitalized on (B)(6) 2018. The customer was treated with insulin drips the customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.